Event description:
Pt woke up at midnight not feeling well. Spouse called the ambulance. Emt determined pt's blood glucose (bg) was 47 mg/dl. At the same time the emt took the pt's bg on the assure ii meter and it was 107 mg/dl. Pt claimed they had never used control solutions or the check strip. The spouse took the meter and strips to the drug store and did a control solution test over the telephone with the co's technical service department. The control solution read 162 where the acceptable range was 82-124. New test strips were used and the control solution value was within range.